Manufacturer narrative:
We believe that this type of event is most likely technique related. This failure mode has been studied extensively by the quality engineers and it has been concluded that when the drill guide is bent by excessive mechanical force during drilling with a drill bit, the drill bit rubs against inner surface of the bent drill guide causing some metal to shave off of the drill guide. At this time, there has been some design changes proposed to subvert and or greatly reduce this type of event. No further action is warranted at this time, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep states that a surgeon reported that on 4 separate occasions during 2008, while using lupine drill guides during arthroscopic shoulder repairs procedure, he noted metal shavings emanating from the guides into the patients' joint spaces. In each case all of the debris was removed and the repairs were concluded successfully without further incident or harm to the pt. Surgeon states that this phenomenon happened 2x with guide #213817 and 2x with guide 213818. See also associated mdrs 1221934-2008-00022, -00023 & -00024.